Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the guide wire tip broke. The target lesion was located in the shunt anastomotic region. Vascular access was obtained via the side branch artery near the anastomotic region. A 185cm journey physician guide wire was advanced into the patient without resistance. During removal from the side branch artery, the device detached about 3cm from the tip. The surgeon determined that the fragment will not cause trouble to the patient and decided to "take a wait-and-see approach". The device was not removed. The procedure was completed with this device. There were no patient complications reported.

Event description:
It was further reported that the target location was 90% stenosed and the target vessel was mildly tortuous. The patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received inside a carrier tube (hoop) within the shelf box. The core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The remaining hts measured 6.25" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).